Manufacturer narrative:
The reported field event of oversensing was not confirmed in the laboratory. The device was tested on the bench. Electrical and mechanical tests indicated normal device functionality. Crosstalk, sensitivity tests and output verification were performed and no anomalies were observed.

Manufacturer narrative:
Device explanted was not included in initial MDR.

Event description:
The device was explanted on an unknown date.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the pulse generator, oversensing was observed. The sensing in the ventricle was 2.0 mv but then returned to normal at 10.7-14.2 mv. No additional information was reported.